Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18174. It was reported that a patient presented in clinic due to pre-syncopated events. The patient's pacemaker (pm) and right ventricular (rv) lead showed intermittent loss of capture episodes. The patient is pm dependent. The pm and rv lead were explanted and replaced. The patient was stable throughout procedure.